Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that the patient presented to the hospital with left leg pain. A CT scan showed occlusion due to stenosis of the endurant stent grafts in the left limb. The patient received an intervention. The physician performed a cut down on the left common femoral artery, inserted a guidewire and catheter that were advanced up to the occlusion. The physician used an angiojet to declot the occlusion in the left limb. The completion angiogram should the endurant stent grafts were patent with no complication. The physician reviewed the one month CT scan and noted two areas of stenosis at the end of the endurant bifurcated stent graft and the middle of the endurant iliac limb which resulted in the occlusion of the endurant stent grafts. Per the primary physician, the cause of the occlusions and stenosis was due to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.